Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an untreated episode stored showing artifact. Noise could not be reproduced with posture maneuvers or by stretching. The episode was stored when the patient was leaving the hospital. Boston scientific technical services (ts) discussed potential air entrapment and noted this was not likely transient. No adverse patient effects were reported.